Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2018-02450 pertains to the other device. It was reported to boston scientific corporation that a capio¿ device was used during a cystocele repair with biologic using the capio device procedure performed on (B)(6) 2018. According to the complainant, for the first device [MFR report #3005099803-2018-02450], the dart popped off outside the patient when the physician tried to release the suture. A second device [MFR report #3005099803-2018-02451] was used to complete the procedure but it also reportedly popped off several times. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event updated.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report#: 3005099803-2018-02450 pertains to the other device. It was reported to boston scientific corporation that a capio¿ device was used during a cystocele repair with biologic using the capio device procedure performed on (B)(6) 2018. According to the complainant, for the first device [MFR report#: 3005099803-2018-02450], the dart popped off outside the patient when the physician tried to release the suture. A second device [MFR report#: was used to complete the procedure but it also reportedly popped off several times. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on august 10, 2018. It was reported that the problem with the device was that the dart would not engage in the capio carrier. During deployment of the device inside the patient, the physician noticed that the suture was not going through the tissue. Subsequently, the device was tested outside the patient and it was noted that the dart did not engage in the capio carrier. It was added that it was most likely the dart did not fit on the carrier.